Manufacturer narrative:
Film analysis summary: the reported positioning difficulties and deformation in vivo could not be confirmed on the pre-implant images provided; therefore, the cause of the events could not be determined. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing attempts to position the valiant captivia stent grafts were not received for a thorough analysis of the event. The reported vessel perforation, blood loss, dic , myocardial infraction , and patient death could not be assessed. It is possible patient anatomy as reported may have been a factor in the positioning difficulties but this could not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were intended to be implanted in the endovascular treatment of a pau. The pau was suspected to be infected and the patient was treated with antibiotics for 2 weeks. Surgery proceeded once blood results had normalized. It was reported that during the index procedure, the vamf2222c100tu was attempted to be inserted via the right access but the device would not advance. Shockwave therapy was then used and the device insertion was attempted again. The device would not advance past the right common iliac artery. Two overlapping non-mdt 8mm stents were placed to span the right common iliac artery. Despite further attempts, including serial dilation using several dilators ,the largest dilator used was a 18 fr sentrant sheath which had a outer diameter comparable with the device. Another attempt to insert the device was made but this was unsuccessful. The physician then identified a small gap between the nose cone and the graft cover, prompting a switch to the vamf2222c150tu which was also inserted into the patient but would not advance. The physician then attempted to flush the right access sheath and no blood returned. A diagnostic arteriogram revealed extravasation due to a perforation in right iliac artery. A reliant balloon was used to prevent further blood loss. An additional stent was then placed at the junction of the right common iliac and external iliac at the site of extravasation. The proximal portion of this stent overlapped with the previously deployed non mdt stents. At this point the patients blood pressure was dropping. The physician deflated the reliant and advanced it up to the distal aorta just above the bifurcation and reinflated. Then an open repair of the right iliac artery was performed . The patient left the operating room in stable condition to ICU. The following day the patient developed disseminated intravascular coagulation (dic) and elevated troponins, indicating a likely myocardial infarction. The patient expired on the (B)(6) 2025. It was determined that neither the sentrant sheath or the reliant balloon contributed to the adverse events or the patient's death. It was confirmed the difficulty advancing the stent grafts was due to patient anatomy.